Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the foggy image. Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens unit. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the insertion flexible tube (ift) buckled, the light guide cable buckled, the light guide cable for control body buckled, the remote control button cracked, the lg cable connector corroded, the shield cover corroded, the remote control button leak, the light guide cable disinfections damage, the light guide cable for control body disinfections damage, the light guide cable for prong disinfections damage, the objective lens unit disinfections damage, and the bending rubber gluing bubbling ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).